Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a physician from (B)(6) of diarrhoea, internal infection in the body and peritonitis in a patient coincident with dianeal-n-pd4 and extraneal therapies for renal failure chronic. Dianeal and extraneal therapies were ongoing. On (B)(6) 212, during a call with baxter (B)(4) technical service center, the patient reported that during the draining cycle of (B)(6) the patient experienced peritoneal cloudy effluent. On an unreported date, the patient had a mild diarrhea. On an unreported date, the patient had an internal infection in the body which caused peritonitis (onset date not reported). There was no abnormality on the patient's connect/disconnect method. On an unreported date, the patient was hospitalized for peritonitis. Treatment for peritonitis included gentacin and cefamezin (dose, frequency, and route not reported). Treatment for diarrhea and internal infection in the body was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; and manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.